Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection found the primary failure of broken main tube to be related to the customer complaint. In addition, the instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately .128 x .286 was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional investigation found the instrument to have a dislodged proximal clevis at the distal end.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the jaws behind the tip-up fenestrated grasper snapped in half. There were no pieces fell into the patient's anatomy. A backup same instrument was used to complete the procedure with no patient harm. Furthermore, the customer was not able to remove the cannula from the damaged instrument. The instruments will be returned for failure analysis. Per subsequent follow-up received from the clinical sales representative (csr) on 01-sep-2021, the instruments were inspected prior to use, the tip-up fenestrated grasper was working prior to breakage. The cannula was undocked, and the instrument and cannula were both removed simultaneously. Due to the break point of the instrument, it was agreed with the surgeon that it did not appear to be safe to remove the instrument through the cannula. The surgeon was not able to provide how the instrument was broken as it was in working condition prior to utilizing table motion. The tip-up fenestrated grasper was used for approximately 1 hour. It is unknown if the instrument collided with any other instruments or other hard material during the surgical procedure. She further stated that the wrist of the instrument was unable to be straightened and there was on damaged observed to the cannula. The csr was unaware if there was any injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to the issue. On 07-sep-2021, the csr reported that there were no changes in the sterilization processes of the hospital.